Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was separated when received from the customer site. The outer sheath showed a kink at the nosecone. There was a slight kink approximately 10.5 cm from the nosecone. The mid-shaft showed 2 kinks. The first kink was located at 5.5 cm from the markerband and the 2nd kink was located at 19.5 cm from the markerband. The proximal inner shaft showed a kink approximately 13 cm from the distal side of the clip. The mid-shaft was pulled out of the retainer clip. The thumbwheel was returned. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent partially deployed. A 6 x 200 x 130 innova¿ stent was selected for a procedure in the totally occluded aorta femoral. During the procedure inside the patient, the device partially deployed. The handle was opened and a pin and pull procedure was used to complete the deployment. The procedure was completed with this device. There were no patient complications and the patient was fine.